Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure modes for underfill and hemolysis were observed. Twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Additionally, one hundred (100) retention samples were evaluated by visual examination, and no issues were observed. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of underfill and hemolysis based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the tube underfilled and later experienced hemolysis. There was no report of patient impact. The following information was provided by the initial reporter: the following vacutainer tube ref (B)(4) lot2332724 had difficulties in collecting blood and no serum could be obtained after centrifugation. Blood is not getting in the tube and it is not possible reaching the fill line are requested. It appears the site is not getting enough blood volume in the tube and this is leading to the issue after centrifuge. My understanding is that low volume tubes are very slow to fill and maybe that is the issue.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the tube underfilled and later experienced hemolysis. There was no report of patient impact. The following information was provided by the initial reporter: the following vacutainer tube ref (B)(4) lot2332724 had difficulties in collecting blood and no serum could be obtained after centrifugation. Blood is not getting in the tube and it is not possible reaching the fill line are requested. It appears the site is not getting enough blood volume in the tube and this is leading to the issue after centrifuge. My understanding is that low volume tubes are very slow to fill and maybe that is the issue.